Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device via 6fr sheath was attempted in a common femoral artery using the preclose technique prior to an endoprosthesis implant procedure. Reportedly, the first proglide device was pre-placed without a problem. The second proglide device was deployed; however, when the plunger was removed, no sutures were attached. The device was removed and the suture of another proglide device was successfully placed using the preclose technique. The endoprosthesis implant procedure was completed and hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.